Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. The reporter stated that the

Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: there were voltage drops resulting in battery alarms observed in the black box on (B)(6) 2015. The battery cap was unable to fully tighten. The battery compartment threads were damaged. There was a battery compartment crack observed from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment. Due to the damage and moisture contamination, the pump intermittently powered on with both a returned battery cap and a test battery cap. A leak test showed that there was a leak at the battery compartment crack.